Event description:
It was reported that, after a thr surgery performed on (B)(6) 2021, a revision surgery was performed on (B)(6) 2021 due to pain and dislocation of the oxinium femoral head 12/14 taper 32mm -3 and the polarstem standard non-cemented with ti/ha 5, the surgeon said the devices were not defective. Current health status of the patient is unknown.

Manufacturer narrative:
It was reported that, after a total hip replacement surgery performed on (B)(6) 2021, a revision surgery was performed on (B)(6) 2021 due to pain and dislocation of the oxinium femoral head 12/14 taper 32mm -3 (B)(4) and the polarstem standard non-cemented with ti/ha 5 (B)(4) the surgeon said the devices were not defective. The products, which intent use is in treatment, were not returned for investigation. Per subsequent e-mail, no relevant clinical information will be provided for inclusion in this medical investigation. Therefore, a thorough medical investigation could not be rendered nor could a clinical root cause be determined. The production record of the polarstem hip stem did not reveal any discrepancy. For the batch in scope no other complaint was reported. There's no indication that the device failed to meet specification at time of manufacturing. In our current instruction for use for hip implants [lit. 12.23, ed. 03/21] joint dislocation is named as a potential adverse device effect. The risk is covered within our product specific risk file. No statement about contributing factors can be made after the performed possible investigations. No corrective or preventive actions are planned. The root cause remains undetermined. There's no relation between device and reported failure detectable and the failure can not be determined. Should additional information like detailed clinical information get available in future, the case will be re-assigned. Smith + nephew will monitor this device for similar issues.